Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, cartridges did not fit onto the pump. Additionally, multiple cartridge detection notifications occurred which required the customer to perform a cartridge change. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy and declined troubleshooting.